Event description:
It was reported that there was going to be an MRI done and the area to be scanned was the head/brain. This was not related to the device or therapy. It was reported that the device was no longer working and hadn¿t been for at least a year. There was no more information to provide at that time since the healthcare provider (hcp) had a hard time getting useful information from the patient. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).